Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a brown foreign material in the plastic distal end cover at the end of the auxiliary jet channel and at the grooves of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: d8. H3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. During the device evaluation, additional foreign material was found in the air/water tube at the distal end. Moreover, the nozzle was discovered to have foreign material inside. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device (possibly bristle of the cleaning brush). The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the bending section cover. However, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.